Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of an upstream occlusion alarm is kinks in the tubing/disposable or the upstream occlusion sensor; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported the patient's pump kept beeping upstream occlusion. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.